Manufacturer narrative:
Concomitant medical products: 620rg27 heart ring, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diaphragmatic stimulation from the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.